Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system was not booting up, it stopped at 00:00 and had software issues. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse examined the system and found that there were intermittent issues with the flexvision pc. The fse replaced the flexvision pc, performed the required system adjustments and settings and installed the software. After the replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was failing. The flexvision pc has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint. A follow up report will be submitted when further information is received.